Event description:
The reporter contacted animas on (B)(6) 2014 reporting that randomly the pump will begins to rewind on its own. There is no reported adverse event with this complaint. This report is made based on the allegation of the rewind issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2014 with the following findings:evaluation revealed that all procedures were followed correctly with returned product and investigators were unable to duplicate the complaint during investigation the pump did not rewind on its own during 24 hour exercise. Unrelated to the complaint, the display lens was found to be scratched.